Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI: (B)(4).

Event description:
During follow-up, interrogation revealed multiple inappropriate mode switching episodes due to right atrial lead noise. The lead was capped and replaced. The patient was in stable condition following the procedure.